Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was splashed with a small amount of liquid in her left eye when pulling a tube off the cell dyn sapphire analyzer. The customer had already replaced the aeration probe and emptied the container. The customer was not wearing protective eye wear. The customer flushed the container in which aeration probe is seated and back-flushed the hgb pot to rule out that it is not draining. Then the customer got a small amount of liquid into her left eye while pulling off tubing. The customer did not experience any burning but immediately used the eye wash. The customer visited an ophthalmologist who indicated that there was minimal conjunctival irritation, no chemical burns or mucosal injury. The customer received eye drops (opthal) to use as needed and no further treatment was required. No adverse impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and no additional issues were identified. Return testing was not performed as returns were not available. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any trends or abnormal complaint activity. Product labeling was reviewed and found adequate. Based on all reviewed data, a product deficiency was not identified.